Event description:
On 10/31/2022, it was reported by a sales representative via sems that a ar-1204as-100 flipcutter is jammed. This occurred during use on 10/24/2022 when the surgeon could not flip the end straight enough to get out of the 3.5 step sleeve, he ended up removing both the sleeve and the flip cutter. There was no patient effect reported.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is confirmed. One unpackaged ar-1204as-100 batch number 2221124251 was received for investigation. Functional testing found that the cutting tip does not extend/retract. Visual evaluation found debris and burrs on the cutting tip. The internal weld between the driver end and inner shaft is likely broken. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.